Manufacturer narrative:
The device in question was returned to walkmed infusion for product evaluation. The device was subjected through a complete product evaluation testing at which point it was discovered that there was an open state of free flow when the IV tubing is inserted and door closed. Walkmed has performed a failure investigation and identified normal wearing components as the cause.

Event description:
During pump set-up, the IV was noted to be consistently dripping without the pump being started.